Manufacturer narrative:
(B)(4). Approximate age of device- 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was admitted to the hospital after having had six bowel movements that consisted of tarry and black stools with streaks of red. On admission, the patient¿s inr was 3.2. The patient was transfused with 5 units of packed red blood cells (prbc). On (B)(6) 2017, the patient began to experience symptoms of weakness, fatigue, and impaired balance. On (B)(6) 2017, the patient had a dark and tarry bowel movement. On (B)(6) 2017, the patient's stool transitioned to bloody diarrhea. The patient¿s anticoagulant at the time of event was warfarin. It was reported that an arteriovenous malformation (avm) was confirmed. The patient was transfused with 9 units of prbcs and it was reported that the gastrointestinal bleeding resolved on (B)(6) 2017. Noa additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.